Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-19343. It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular (rv) channel exhibited high capture threshold, it was unsure whether the cause of the increased threshold was the lead or the pacemaker. The rv lead and the pacemaker were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Additional information: d10.